Event description:
Distributor reported that a customer received a 15a temperature alarm, indicating the pump overheated during charging. There was no reported impact to the customer¿s blood glucose level. Awaited return of the pump for further checks, with no additional outcome information provided.